Manufacturer narrative:
This report is being submitted as part of a block of suspected false-negative results on a sars-cov-2 rapid-test system from (B)(6) 2021 that were initially interpreted to be part of a laboratory product evaluation that did not involve patient reporting. However, after additional review as part of the investigation it was determined these suspected false-negative results occurred after the product evaluation period. Lumiradx's awareness date of these occurrences was (B)(6) 2021 and the discovery date of these results were not part of the laboratory evaluation period and associated with patient reporting was (B)(6) 2021. This is report 7 of 24 for this facility and aware date. The customer reported a suspected false (incorrect) negative result from a rapid result covid test system on an individual patient. Neither secondary nor confirmatory polymerase chain reaction (pcr) testing was reported. A field corrective action in the form of an instrument software update was issued for this lot due to observations of a higher potential for false positive results. However, this false negative event does not meet the scope of the field corrective action and does not contribute to a significant deviation from the established performance characteristics of the product, therefore, no further action is deemed necessary at this time.

Event description:
This is report 7 of 24 for this facility and aware date. The customer reported a suspected false (incorrect) negative result from a rapid result covid test system on an individual patient.